Manufacturer narrative:
Memory loss final analysis found that the pulse generator image was corrupted in the field, which could have caused any data it might have collected relative to the anomaly to be lost.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the pulse generator could not be interrogated and software downloads were unsuccessful. The device was removed and replaced.